Manufacturer narrative:
The reported events were noise and muscle stimulation. As received, a partial lead was returned in two pieces. The reported event of noise was not confirmed. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to the damaged inner insulation at 7.5 cm and 25.0 cm from the distal tip consistent with procedural damage.

Event description:
It was reported that a patient presented to hospital visit for lead replacement procedure due to the right ventricle (rv) lead exhibited noise over sensing which led to pacing inhibition. In addition, the patient had pocket stimulation in bi-polar configuration on rv lead at all outputs. The physician elected to explant the whole systems including the rv lead and implanted leadless pacemakers. The patient was stable throughout.